Event description:
It was reported to philips that the device would not pass the operational check and failed the defibrillation test. There was no reported patient or user involvement and no adverse patient/user impact.